Event description:
Pt underwent release of bilateral breast encapsulations, removal of breast implants (ruptured) and prosthetic replacement. Bilateral breast capsules contained foreign-body material consistent with silicone.